Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/03/2016. The fse found that the light scatter (ls) sensor connector to the ls preamp was faulty. The fse replaced the connector, which repaired the latron conductivity issue. (B)(6).

Event description:
The customer reported that latron conductivity on the coulter lh 780 hematology analyzer was failing. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.